Event description:
Patient was experiencing increased pain with decreased effectiveness and no therapy benefit from the intrathecal infusion. A rotor study was done that demonstrated the rotor was not moving. The pump was explanted and replaced. The pump was emptied after explant with the reported expected reservoir volume being 13.1cc and the actual reservoir volume of 18cc. A follow up report will be sent when additional information is received.